Event description:
The customer returned this handpiece for repair with the reported problem that it is getting hot during use. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the handpiece was returned for evaluation and during testing the reported problem of overheating was confirmed and found related to collet bearing failure. The handpiece instruction manual warns the user of the following: overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.